Event description:
Patient had propofol gtt "running" when pump said infusion complete, however the bottle was completely full so patient wasn't receiving he medication. Patient became agitated and attempted to pull oett tube. Pump taken out of service and switched out. Once gtt was restarted on new pump pt was adequately sedated.